Event description:
The surgeon was removing a myoma in a pt's uterus by endoscopic resection when it was noted that the cutting loop electrode had broken. A 4 to 5 mm section of the right side of the wire loop was missing. The piece was retrieved and discarded. No pt injury or other problems were reported.